Event description:
2nd degree burn across her neck/burning sensation/some skin came off on her hand and then peeled it off, there was more skin and big burns/skin was red and still sensitive [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reporting for self. A 76-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), on (B)(6) 2019 at 1 patch only for muscle relaxation on neck. Medical history included the patient was deaf in one ear from (B)(6) 2017 (ongoing). Concomitant medications were none. On (B)(6) 2019, the patient ended up with 2nd degree burn across her neck. No admission to hospital involved. She described that when it started to feel burning sensation, she reached up there and touched it, and some skin came off on her hand and then peeled it off, there was more skin and big burns. The patient was on vacation when it happened. She stopped using the product immediately. As soon as the patient got home from vacation, she went to her primary care physician and he gave her an antibiotic, cephalexin 500 mg and neosporin to put on top of it to clear it up. Her skin was red and still sensitive. Current status of the burn was it was still being treated. The patient also went to their pharmacy, showed them her neck and showed them pictures. The reporter confirmed she was not under the care of a physician for any other medical condition. The product was purchased over the counter. She confirmed she did not have any of the following conditions: diabetes, heart disease, poor circulation, difficulty feeling heat or pain on skin, rheumatoid arthritis, or neuropathy. The patient classified her skin tone as medium. She denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was the red box. The patient does not have the box anymore; it was thrown out. She confirmed it was her first time using thermacare. The patient was wearing a t-shirt over the heatwrap. The patient did not engage in exercise while using the product. She reported she checked the skin under the product while wearing the product when she started to feel the burning sensation. She put it on in the morning about 8 o'clock in the morning, till 2 o'clock in the afternoon. She confirmed she read the usage instructions on thermacare before using the product. She could provide pictures if needed. Sample was not available for evaluation. The action taken in response to the event with thermacare heatwrap was permanently withdrawn on 12sep2019. The outcome of the event was not recovered. According to product quality complaint group: severity of harm: s3. Additional information has been requested and will be provided as it becomes available. Follow-up (02oct2019 and 22oct2019): this is a follow-up report from product quality complaint group and a contactable consumer included: severity of harm, suspect product data (dose, stop date), medical history (start date), new event verbatim (skin was red and still sensitive), and event verbatim "burning sensation/some skin came off on her hand and then peeled it off, there was more skin and big burns" was subsumed under llt "burns second degree". Company clinical evaluation comment: based on the information provided, the events "burns second degree' as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events "burns second degree' as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] I am ended up with 2nd degree burn across my neck [burns second degree] , when it started to feel burning sensation I reached up there and touched it and some skin came off on my hand and then peeled it off there was more skin and big burns [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer reporting for self. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2019 for muscle relaxation on neck. Medical history included the patient was deaf in one ear (ongoing). Concomitant medications were none. On (B)(6) 2019, the patient ended up with 2nd degree burn across her neck. She described that when it started to feel burning sensation, she reached up there and touched it, and some skin came off on her hand and then peeled it off, there was more skin and big burns. The patient was on vacation when it happened. She stopped using the product immediately. As soon as the patient got home from vacation, she went to her primary care physician and he gave her an antibiotic, cephalexin 500 mg and neosporin to put on top of it to clear it up. Current status of the burn was it was still being treated. The patient also went to their pharmacy, showed them her neck and showed them pictures. The action taken in response to the event with thermacare was it was permanently withdrawn. The outcome of the burn event was not recovered. The outcome of skin came off was unknown. The reporter confirmed she was not under the care of a physician for any other medical condition. The product was purchased over the counter. She confirmed she did not have any of the following conditions: diabetes, heart disease, poor circulation, difficulty feeling heat or pain on skin, rheumatoid arthritis, or neuropathy. The patient classified her skin tone as medium. She denied having sensitive skin or any abnormal skin conditions. The color of the box purchased was the red box. The patient does not have the box anymore; it was thrown out. She confirmed it was her first time using thermacare. The patient was wearing a t-shirt over the heatwrap. The patient did not engage in exercise while using the product. She reports she checked the skin under the product while wearing the product when she started to feel the burning sensation. She put it on in the morning about 8 o'clock in the morning, till 2 o'clock in the afternoon. She confirmed she read the usage instructions on thermacare before using the product. She could provide pictures if needed. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events "burns second degree' and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events "burns second degree' and "skin exfoliation" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.